Event description:
The micra pacemaker delivery system was prepped and inserted through the delivery sheath to the level of the right atrium. The system was advanced to the region of the superior intraventricular septum of the right ventricle. Upon advancing the delivery system across the tricuspid valve into the right ventricle it was suddenly noted that the patient had a significant drop in his blood pressure.